Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument o perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have various scratches on the main tube, which are deemed cosmetic damage. The scratches measured approximately 5,5mm x 1,5 mm and were aligned axially to the pipe axis, and material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Additionally, the instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the maryland bipolar forceps was observed to have a crack at the shaft. The procedure was completed with no reported injury.